Event description:
Pt developed aphasia and left hand weakness after her 3rd treatment. Diagnosed with cva, partial infarct on right posterior area of brain. Antithrombolytics used. Pt is in rehab. There were no signs of cardioembolic disorder. Parital blockage of internal carotid artery.